Event description:
It was reported that the device failed the user test and had an error code in memory that relates to the therapy board pcb assembly and indicates a possibly failure of the device to deliver the expected level of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.